Manufacturer narrative:
Investigation summary: the event unit was returned. Upon inspection, engineering actuated and deployed the device, the device functioned properly. Due to the returned unit meeting specification, the root cause is unknown. The customer experience could not be replicated. Although the root cause of the experience could not be determined, applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. (B)(4). In accordance to 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
Lap chole- "frame broke inside patient." Patient status - "no complications noted per dr."